Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 500cc mentor memorygel breast implant, catalog #3505004bc, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation with a 500cc mentor memorygel breast implant and experienced left rupture post procedure. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 5662263 was reviewed on 5/31/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. The investigation of the returned product was completed by the failure analysis lab on 6/16/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation with a 500cc mentor memorygel breast implant and experienced left rupture post procedure. Upon receipt by mentor, the device returned without gel. No foreign material was observed within the device. Gel was observed on the shell surface. Upon receipt, the device was severely rented, and only one piece was returned. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).